Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a left hip joint debridement and artificial total hip replacement was performed under general anesthesia on (B)(6) 2024 and suture was used. The surgery lasted 60 minutes in total. Thirty minutes before the surgery, intravenous drip of cefuroxime sodium 0.75g×2 was given. The surgery was successful. Post-op, the patient experienced infection and wound secretion. After the procedure, the patient developed atrial fibrillation after the surgery and was transferred to the cardiology department for treatment again. On the fourth day after the surgery, the wound exuded and secretions were collected for culture. At the same time, symptomatic treatment with dressing was strengthened. On the sixth day after surgery, the patient was transferred to the joint syndrome area. Bacterial culture indicated escherichia coli. At the same time, the patient's urine culture report showed: escherichia coli. After consultation with the deputy chief physician of the clinical pharmacy department, it was recommended to use meropenem for anti-infection treatment. Symptomatic meropenem anti-infection treatment was given, and nutrition and dressing were strengthened for symptomatic treatment. After the review, the inflammatory index was reduced, and there was still exudation at the surgical incision. On the 14th day after surgery, the patient underwent another surgery. The left hip joint was debrided, hip joint revision and vsd negative pressure aspiration were performed again under general anesthesia. Intraoperative exploration revealed purulent discharge in the left hip joint cavity, and the secretions were collected for bacterial culture. After consultation with the pharmacy department, the patient continued to receive symptomatic anti-infective treatment with meropenem, as well as joint cavity irrigation treatment with meropenem. Regularly reviewed the routine and biochemical tests of joint irrigation fluid routine and biochemical tests, blood routine, crp, esr, and liver and kidney function electrolytes and the patient will be discharged after recovery. Additional information was requested.

Manufacturer narrative:
Product complaint # :(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: ****the event stated the patient ¿developed atrial fibrillation after the surgery and was transferred to the cardiology department for treatment again¿ does the surgeon feel that the atrial fibrillation was related to the suture? If yes, please explain. Please describe the treatment received by the patient in the cardiology department. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was each suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the stratafix suture, was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? For the stratafix suture, were two reverse stitches performed across the incision prior to closure? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? How much and what type of drainage is present in this wound? Please describe any medical/surgical intervention performed including medication name and results. Can you describe the appearance of the vicryl plus and stratafix sutures during second procedure? Were any pre-op cleansing procedures changed recently? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?